Manufacturer narrative:
Continuation of d10: product ID: 990063-020 product type: mapping catheter product ID: 10fcc13 product type: sheath product ID: pscc100 product type: catheter product ID unknown non-medtronic guidewire medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively after a pulsed field ablation procedure, the patient experienced difficulty with ventilation p ost-procedure and required an extended stay in the post-anesthesia care unit for two hours. An hour and a half after the procedure, the patient reported vision loss in the right eye, although a neurological assessment was clear at that time. A left p2 embolus anda left posterior cerebral artery occlusion also occurred. The patient underwent a mechanical thrombectomy for clot removal. At nearly 24 hours post-ablation, the patient continued to have partial vision loss in the right eye, which had not subsided. Blood was observed in the catheter handle at the end of the case. The patient remained alive but with persistent injury in the form of vision loss in the right eye. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event. On (B)(6) 2025: it was later reported that the patient had a medical history of obstructive sleep apnea (osa).